Event description:
In 2000 the pt fell and surgical stainless steel sutures were used in the repair of a dislocated shoulder and fractured humerous. In 2002 the pt noted swelling and hematoma after minor movement and pt was experiencing restriction of movements. Pt was x-rayed, and reportedly, a fractured stainless steel wire was visualized. Pt was scheduled for fixation of head of humerous to the shaft. Pt noted that in 2001 pins which had been inserted had migrated and required removal. Pt underwent a surgical procedure to repair the shoulder and remove the broken suture and is currently undergoing physical therapy to help regain full range of motion. Reportedly. The steel suture had lacerated a tendon and punctured a bursa.